Event description:
It was reported that a patient's device was showing low battery, but the battery life calculation estimated that it should have multiple years of battery life remaining. Programming history was reviewed, which showed that the battery was depleting more quickly than expected. The device history record of the generator was reviewed, and it was identified that the generator was laser-routed during manufacturing. Based on the battery depleting more quickly than expected and the laser-routing process during manufacture, the most likely cause of the premature battery depletion is contaminates on the trimmed edge of the printed circuit board assembly that allowed current to drain from the battery during standby time as well as stimulation times. No further relevant information has been received to date.

Event description:
The patient had generator replacement surgery. The generator was discarded, so no analysis could be performed. No further relevant information has been received to date.

Event description:
The physician programmed off the autostimulation mode to preserve battery life. No surgical intervention has occurred to date.